Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the seal was found open on a bd¿ pen needle sterile single use breaching sterility. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that the seal was found open on a bd¿ pen needle sterile single use breaching sterility. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned a photo of a 7mm, 23g pen needle. Customer states that the needle was unsealed. The attached photo was examined and exhibited and incomplete seal between the tear drop label and outer cover. A review of the device history record was completed for batch # 6111750 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure investigation conclusion: unable to determine a root cause.